Event description:
Imprecise troponin I result for a patient sample on the vitros eci system. Biased results were reported, but a corrected result was reported to the physician. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.